Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. Updated field: a2-a6, b6-b7, g3, h2, h3, h4, h6, and h10. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to the component, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was bad, was not recognizing the tower. The issue occurred prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was bad, was not recognizing the tower. The issue occurred prior to sedation for an unspecified procedure. There were no reports of patient harm.